Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The customer's blood glucose reading was unknown. The customer had changed reservoir, insulin, and infusion set multiple times. Troubleshooting explained no delivery alarm and possible causes. The customer stated they had tried all remedies and there has been no resolution. The customer was advised that the insulin pump will need to be replaced and to revert to their backup plan. The insulin pump will be returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. No cosmetic damage noted.